Event description:
Reporter called to report sensor failure on dexcom g7. Reporter switched from the dexcom g6 to the dexcom g7 in (B)(6) 2024. She noticed the sensors stopped working when she began using the g7. When she changes the sensor failure occurs causing her to use finger sticks. Device shows inaccurate readings/results. Recently she stated she went to pull the sensor off and the wire was missing. This issue happened twice. Reporter spoke with dexcom regarding sensor failures but concerned this issue will keep happening she states "the device needs to be recalled". Ref report: mw5167531.